Event description:
Return reason: detached thermisor lid. Analysis determined: investigation found that the thermoistor connector cap became disconnected from the connector base due to insufficient adhesive. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that manufacturing and qaulity assurance personnel have been notified. Both the frequency and severity of this type in incident will be closely monitored to determine if further corrective action is necessary.